Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery also, with intermittent button response due to corroded keypad traces. No button error alarm during testing noted. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 400 mg/dl. It was found the customer attempted to treat their blood glucose with a bolus, but a no delivery alarm had occurred. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.